Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to a lead body damage, physician pulled the lead and felt resistance. The lead was discarded after observing that part of the screw was now missing. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to a lead body damage. The physician pulled back the lead while it was being repositioned and felt resistance, the lead then came loose as it was pulled out of the body. The lead was discarded and another same model lead was used after observing that part of the screw was now missing. This lead was returned and analyzed. No adverse patient effects were reported.

Manufacturer narrative:
Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory with the helix intact but slightly deformed. Laboratory analysis was able to confirm the reported allegation of lead body damage, based on the observation of abrasion sleeve bunched-up near the terminal boot. The missing part of the reported helix was not confirmed, the helix was deformed but complete.